Manufacturer narrative:
The device was not returned to edwards for analysis as it remains implanted. Without return of the device the clinical observation cannot be confirmed. However, the device history record was reviewed and showed that this device met all manufacturing specifications for product released for distribution. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. In this case, the device was not returned to edwards for analysis. The cause of the reported stenosis is most likely due to patient related factors. However, minimal information regarding this valve was received through our implant patient registry process and attempts to get additional information regarding the condition of the device at the time of the explant procedure were unsuccessful; therefore, the clinical statements cannot be confirmed and the root cause for aortic stenosis of this device remains indeterminable. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported via the implant patient registry that a second device, a 23mm prosthetic valve, was implanted in the aortic position using a valve-in-valve intervention. The implant duration of the original device at the time of the intervention was approximately twelve (12) years and eight (8) months. The reason for reoperation is due to aortic stenosis and both devices remain implanted. The intervention concluded with successful aortic valve replacement with a 23 mm transcatheter valve.